Event description:
Event description guidant received information that during a procedure to replace a competitor's lead, thought to be responsible for a pre-syncopal episode, this pacemaker was explanted due to body fluids found in the header of the device. The lead had been cut, and repaired with a lead extender, during the previous device replacement procedure. A competitor's device was implanted. The explanted device will be returned for analysis. No additional information is available at this